Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from the reported product/lot number combination. Visual inspection did not find any anomalies in its appearance. The sheath tube was cut vertically and the cut cross section was inspected under magnification. There was no unevenness observed in the wall thickness in the circumferential direction. The wall thickness dimensions were confirmed to meet manufacturing specifications. A review of the device history record and the shipping inspection record of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the available information it is likely that the sheath may have come into contact with torsional or a bending force causing the reported issue. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with states such as the following; "use care when handling or adjusting the sheath to avoid damage to the sheath tubing." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Actual device not returned.

Event description:
This report is being submitted in response to medwatch report no. (B)(4) which was received on (B)(6) 2015. The event description states the following: "during a diagnostic heart catheterization procedure with right radial access, after all pictures were done and we had discontinued use and removal of a sheath, the doctor noticed that it was twisted and kinked. The patient tolerated this well and was not affected. It was noted that the catheter was a little difficult to remove but no other issues." The original intended procedure was heart cath with possible intervention device usage problem.